Event description:
Tbm states that a consumer was sitting on a shower chair at home and the middle section of it broke. Consumer did not report any injuries from this incident. No additional information provided.